Event description:
A medtronic rep reported the reference frame was stripped. Confirmed this did not happen in surgery. There was no pt present.

Manufacturer narrative:
Lot number not available at time of this report. Device manufacture date unk as no lot number was provided. RMA issued. Medtronic rep reported that part was stripped. Could not be confirmed at time of this report as part had not yet been returned for eval.